Manufacturer narrative:
Surgery date too far in past. Attempt #3 - phone call to customer - left message requesting correct placement date.

Event description:
The clinician reports the implant was inserted (B)(6) 2001 in ada 3. On (B)(6) 2024, loss of osseointegration was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.